Event description:
While activating probe in shoulder joint, it arced electricity and melted the plastic end of the probe. The plastic came loose, but surgeon was able to retrieve from the surgical site. No injury was sustained.